Manufacturer narrative:
Crosstex has contacted the customer for additional information regarding this event. To date, we have not received a response. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that while wearing the ultra earloop masks staff members experienced headaches and pain on one side from the ear loop of the mask.